Event description:
Related manufacturer report number: 2938836-2017-19912. During follow-up, ventricular fibrillation was falsely detected by the device resulting in inappropriate anti-tachycardia pacing. Oversensing was also noted on the right ventricular lead. The physician plans to revise the entire system.

Event description:
Related manufacturer report number: 2938836-2017-19912. During follow-up, ventricular fibrillation was falsely detected by the device resulting in inappropriate anti-tachycardia pacing. Oversensing was also noted on the right ventricular lead. The lead was capped and replaced, and the ICD was explanted and replaced. The patient is in stable condition.